Manufacturer narrative:
The act and down buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarm was noted during testing. Battery out limit alarm was not verified to due to unresponsive act button. Moisture damage was found on the electronic and motor assemblies. The device was received with minor scratched display window, cracked case at the display window, cracked reservoir tube lip, cracked reservoir tube near reservoir window, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported via phone, she was at the beach and forgot she had the device she went into the pool and the hot tub. Customer changed the battery on the device and it alarmed button error and then battery out limit. The buttons are unresponsive on the device. Customer's blood glucose was 300 mg/dl. Customer didn't recall any other significant event, just that the device was submerged in water for multiple hours. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.